Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient was aware of the sensor failure; however, she reportedly decided not to replace the failed sensor because she was afraid to use the same transmitter. She did not check the bg by fingerstick. A few hours after not wearing any dexcom sensor, she decided to go to the hospital because she was experiencing nausea, confusion, extreme thirst, and frequent urination. The patient was diagnosed with hyperglycemia and treated with a bag of fluid, insulin drips, and ibuprofen. The length of stay in the hospital was not reported. At the time of the report, the patient was doing fine. Performance data was reviewed. The allegation was confirmed due to the finding of sensor fail after warmup. The probable cause was determined to be low counts aberration. No additional patient or event information is available.